Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws at the first firing. The device was used on the cystic artery or the cystic duct. When the clip was fed into the jaws outside the patient, rusted clip was fed into the jaws, and it was found the clip was not formed when the device was fired outside the patient for functionality at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2021 h11=corrected data=d9; h3. D9: device available for evaluation? Yes. D9: is device returned to manufacturer? Yes. D9: date device returned to manufacturer: 3/12/2021. H3: device evaluated by manufacturer? No. H3: reason for non- evaluation: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2021. D4: batch # unk. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage and the tyvek was also returned along with the instrument. In addition, one conforming clip, one scissored clip, three gap clips, and two malformed clip were returned inside of a plastic jar. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned clips inside the plastic bag were found to be malformed, no conclusion could be reached regarding the cause of the staple malformation. Though no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Inspect the jaw tips to ensure the clip is fully advanced in the jaws." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.